Manufacturer narrative:
Concomitant medical products: product ID: dvfb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined pacing impedance and high defibrillator impedance. The lead was fractured. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.